Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had passed out and presented in clinic. Upon reviewing a transmission, it was noted that the implantable cardioverter-defibrillator failed to treat an episode of ventricular tachycardia due to the device labeling the episode as bigeminy. Programming changes were made. The patient was doing well and had suffered no injuries as a result of passing out.